Event description:
The ge oec 9800 fluoroscopy sys reportedly continued to x-ray for 6 seconds after the digital spot pedal was released.

Manufacturer narrative:
A ge oec svc rep investigative the issue and could not duplicate the error. The sys was tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.